Event description:
The customer reported that a blood group of a historically known patient (a2b with anti-a1) failed to react in the anti-a microtube of the mts anti-a/b/d monoclonal and reverse grouping card lot # 051408037-18. Manual gel testing matched the provue results. The sample reacted positive with anti-a reagent and negative with anti-a1 lectin in tube method. Incident occurred in 2008. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd was unable to confirm the customer's complaint. Retained testing and batch record review were within release specifications. The sample is most likely an asubb with anti-a1 reacting positive in tube and negative with anti-a gel antisera at the customer site. Incident is most likely sample related.